Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: "the incidence of dissociated liners in 4,751 consecutive total hip arthroplasties using pinnacle polyethylene acetabular liners" eight separate polyethylene liner disassociations were identified, and each is reported separately for purposes of product complaint capture. This is patient 2, female, (B)(6) at primary surgery, and (B)(6) at revision for liner dissociation (60 months after primary). Reported liner-cup dissociation of a depuy enduron 28 mm ID liner and pinnacle cup. There was an additional liner-cup dissociation following the revision at 22 months post first revision surgery. Cup was revised to competitor product.